Event description:
Approximately thirty months after the implantation, the patient was admitted with lvad (B)(4) estimated low flows. The patient is reported to have decompensated though the specifics of his clinical presentation were not detailed. The surgeon opted to take the patient for a pump exchange. During this surgery, the new pump (B)(4) also demonstrated low estimated flows. The pump was removed from the patient; it was primed successfully and worked well. The surgeon then re-implanted this pump and it demonstrated the same symptoms once it was turned on. The surgeon noted that the outflow graft anastomosis could not be visualized since the exchange had been performed via thoracotomy. The patient¿s right ventricular function declined and the patient decompensated hemodynamically. The physician felt that there were no further treatment options since the patient had had previous heart surgeries. The patient expired soon after being transferred to the ICU. An autopsy of the patient is planned but the results have not been provided as of the date of this report.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. This is one of two devices reported for this related event. Please refer to MFR. 3007042319-2013-00101.